Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Actions taken to resolve the issue included changing the infusion set and cartridge, resuming insulin, and no further assistance was needed as there were no frequent occlusion issues. The case was closed by technical support.